Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that the customer "was having a hard time twisting the cartridge pigtail with the infusion set tubing." There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed the cartridge to resolve the issue.